Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when the device is plugged into ac power and not running the cooling fan turns on and off in sequence and the battery led is not flashing. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed by the customer. The manufacturer's technical support engineer recommended the customer troubleshoot the device by swapping in a battery then a power management board to address the reported issue. The part number for both parts were provided to the customer. Management board to address the reported issue.